Event description:
The patient was implanted with a left ventricular assist device (lvad). The MFR received (B)(4) indicating that the patient was admitted for heparin, as the lactate dehydrogenase increased in outpatient setting. The echocardiogram demonstrated thrombus. The patient was taken to the operating room for a pump exchange from one lvad to another lvad. The patient arrested in the operating room, patient on ECMO, and care was withdrawn. Post mortem pump with thrombus. Patient expired on (B)(6) 2013.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4).